Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient administered her usual daily insulin dose when her cgm displayed a reading of 200 mg/dl. Later that evening, the cgm showed a reading of 43 mg/dl, prompting the patient to call ems. No bg meter comparison was reported at that time, and no symptoms were documented. Upon ems arrival, the patient was treated with two tubes of glucose gel during transport to the emergency room. At an unspecified time, a bg meter reading of 290 mg/dl was recorded; however, it is unclear whether this reading was taken before or after glucose administration. At the ER, the patient¿s bg meter reading was 377 mg/dl, while the cgm was displaying ¿low.¿ no additional event details were provided, including the duration of the ER visit or specific interventions. Attempts to contact the patient for further clarification were unsuccessful. At the time of reporting, the patient was noted to be stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction was updated on 09/08/2025. It was clarified that on (B)(6) 2025, the patient¿s continuous glucose monitor (cgm) displayed a reading of 200 mg/dl, prompting her to administer her usual daily dose of insulin. Later that evening, the cgm alerted her to a low glucose reading of 43 mg/dl, at which point the patient contacted emergency medical services (ems). The patient did not have a blood glucose (bg) meter available to verify the cgm reading. No symptoms were reported. Upon ems arrival, the patient was treated with two tubes of glucose gel during transport to the emergency room (ER). Ems obtained a bg meter reading of 290 mg/dl; however, no additional patient or event information is available at this time.

Manufacturer narrative:
(B)(4).